Event description:
It was reported by the customer that bd pyxis¿ medbank tower`s cubie would not open to issue morphine. Machine made sounds but would not open and was reported to not be overfilled. Medication was retrieved from another cubie and pharmacy was contacted for new cubie. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device had cubie error. The technical support specialist assisted the customer with help of pharmacy and had them try pressing down on the lid in the center and ultimately it did open and further the specialist stayed on the line to make sure that the other cubie opened properly to resolve the issue. The system functioned as intended after the assessment by the technical support specialist. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required.